Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted during testing. The device had minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, and cracked reservoir tube lip.

Event description:
Customer reported via phone call, the insulin pump had alarmed button error and it wasn't responding properly. His blood glucose was 119 mg/dl. She didn't recall any significant event which may have caused the device to alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.